Event description:
During a coronary drug eluting stenting treatment procedure the stent became dislodged. The physician was attempting to deploy the unknown size taxus express2 8.8% mr, when it dislodged off of the balloon and migrated to the popliteal artery. The pt went to radiology where the stent was successfully removed. There were no pt complications and the status of the pt is listed as satisfactory.